Event description:
Hd (hemodialysis) machine alarmed with low ph, conductivity error 40. Machine was not dialyzing patient. She was rinsed back and set up on a new machine. Malfunctioning hd machine pulled off of floor and biomed was called.